Manufacturer narrative:
The manufacturer's evaluation results suggest that this event was attributed to user error and/or environmental factors during the time of mixing.

Event description:
During a cemented knee arthroplasty, the cement, coming from a new and intact 10-packs box. Immediately polymerized overpassing the liquid phase. This happened 3 times thus the prosthetic component was incorrectly impacted. The femoral component was removed and re-cemented with a simplex dose of a different lot number. There was no adverse consequence for the pt.